Event description:
While running 5c qc controls, the customer reported the 5c cell controls were out of range for the rbc, hct, mch, mchc and plt parameters and there was a leak under the bsv (blood sampling valve). The customer stated the leak appears to be from the rbc dispenser on the coulter® lh 750 hematology analyzer. The volume was reported as less than 20 cc and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to open the door and run a prime cycle. The customer found the leak of diluent squirting from the lower bsv connection where the tubing had disconnected from the rbc diluent dispenser. The cts had the customer cut back the line and reattach it snugly to the bsv fitting at wire marker 204. The cts contacted the customer after the repair and customer stated the leak and the control results out of range was resolved and the instrument was in working order. The customer reran the controls and all controls recovered within acceptable ranges. (B)(4). Cts assisted customer via phone.